Event description:
It was reported by service report that the stretcher drifts down at one end, won't stay up. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Linkage.